Event description:
The customer was hospitalized with high bgs. Troubleshooting conducted and the pump did not alarm "no delivery" when the tubing was clamped. Sent packaging to return the device but it has not yet been received.